Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the physician reported that a patient experienced significant bilateral leg pain following the procedure, which resulted in an ER visit and subsequent hospitalization". Additional information received states that "the patient was hospitalized for 4 days for general pain management, which is the only treatment information I was able to obtain. There were no other reported consequences to the patient".